Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose increased to 432 mg/dl due to a bent infusion set cannula. The patient did not report on any treatments of the high blood glucose. The infusion set cannula looked like an l. The site was sore and tender. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned or replaced.